Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the jaws of the vessel sealer extend (vse) instrument on universal surgical manipulator (usm 4) would not open after sealing. The customer completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.